Event description:
It was reported there was a loss of therapeutic effect. Patient had been having issues for about a month and had not been able to control pain with their device. It was noted that the device would "shut itself off" at night. Patient was told the representative would be in contact with someone to help them program their device but the patient had not heard back. Follow up reported the patient was programmed and was "doing much better." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).